Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked from port 2; further described as lipids leaked into non-lipid bags. This was observed during setup and preparation in the pharmacy. There was no patient involvement. No additional information is available.